Event description:
According to the customer, on (B)(6)2025 when attempting to suction the patient's vomit during intubation, they were "unable to suction emesis", the patient aspirated, and "developed severe hypoxemia followed by pea arrest".

Manufacturer narrative:
According to the customer, on (B)(6)2025 when attempting to suction the patient's vomit during intubation, they were "unable to suction emesis", the patient aspirated, and "developed severe hypoxemia followed by pea arrest". The customer reported "the suction canister lids" are not creating a "vacuum", but there is no identifiable cracks or deformities. The customer reported after the "suction canister lids were changed" the suction system was "able to function properly". The customer reported the patient died after the incident occurred. No additional information is available at this time. It has been determined that the reported event caused or contributed to death, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.